Event description:
It was reported that during percutaneous coronary interventional procedure a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous mid right coronary artery. The 4.0x15mm quantum maverick mr balloon catheter was inflated three times (1st inflation 6 atms, 2nd 12 atms, 3rd 15 atms) and ruptured on the third inflation. The procedure was completed with a different device. No patient complications were reported and patient status is good.

Event description:
It was further reported that the device was removed intact.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).